Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported application incompatibility error. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that her phone automatically updated overnight, which resulted in the omnipod 5 app resetting. Following the update, the patient stated that the newly installed phone operating system was not compatible with the omnipod 5 app, preventing her from using the system. As a result, the patient did not have a pod in place overnight. The patient subsequently sought emergency medical care and reported that she was at the emergency room for evaluation of possible diabetic ketoacidosis. No additional clinical details, glucose values, diagnosis, or treatment information were obtained. Multiple good-faith attempts were made to gather further information; however, no additional details could be collected.